Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the clinic due to several hv therapies. As a result of the unset far p-sensing, decreased r-waves, and increased rv capture thresholds, lead dislodgement was suspected. The lead was repositioned.